Manufacturer narrative:
The insulin pump passed all functional testing including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that she fell asleep when she felt sick. It turned out that she had a low blood glucose of 49 mg/dl. The patient treated with orange and toast, and her blood glucose has since increased to 215 mg/dl. Troubleshooting was initiated for the low blood glucose. The drive support cap appeared normal. The device programming was accurate. The status screen displayed the same amount of insulin as present inside of the reservoir. However, the customer believed that the insulin pump was over-delivering. There were cracks on the reservoir window as well. The insulin pump was returned for analysis.